Event description:
User having issues with amylase assay calibration since mid-aug. At about three weeks later, five patient samples had discrepant results when repeated after original results were questioned by a physician. Three examples were provided. Sample 1, initial result 778 u/l, repeat 101 u/l. Sample 2, initial result 615 u/l, repeat 64 u/l. Sample 3, initial result 549 u/l, repeat 55 u/l. Initial results were reported. Patients were not adversely affected. User recalibrated the assay and qc and patient recovered within range. The field service representative could not duplicate the problem, but ran performance tests on the analyzer.